Event description:
The customer reported three screws from the cooling fan assy became loose and dropped onto the power supply causing failure. No patient harm has been reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.